Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired and once opened, the staple line unzipped. The staples did not hold. The staples came undone. Cautery was used. The device was discarded. (B)(4)

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.